Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent removal of the intraocular lens (iol) from the left eye due to glare. It was stated that a replacement lens was implanted. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at (B)(4) microscope magnification. Visual inspection revealed a lens cut in three pieces may be related with the explant process. The sample had surface residuals (fiber/particles) on the lens compatible with handling, such as during the implant and explant process. There where no unacceptable cosmetic conditions related with the manufacturing process where observed in the returned sample. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to the manufacturer has been submitted.